Event description:
Filter formed in an odd way. Using a femoral approach, filter formed to the left and went sideways. A second filter of the same make was placed over the first one to successfully complete deployment.